Event description:
Distributor reported that customer experienced air bubbles when injecting contrast through the dual check valve portion of the custom kit subassembly. There was no patient injury.

Manufacturer narrative:
Returned device was tested by connecting it to a contrast media supply. The device was repeatedly filled and purged. The check valve operated correctly. While rapid aspiration did result in microbubble formation, a slow, controlled aspiration did not produce microbubbles. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained herein is being provided to the FDA to comply with regulations relating to medical device repording. This submission is not intended to and shall not consitiute an admission on behalf of schneider/namic that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.